Event description:
Patient came to ed after sob, upper extremity swelling and worsening vision. Recent device replacement in texas. Rep copied lead warning for unipolar atrial lead impedance. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).